Event description:
During insertion of bard power trialysis short term dialysis catheter, physician noted air while aspirating for blood return. Upon further investigation, discovered hole in the introducer needle. Air/bubbles were able to be reproduced during testing of needle, post event, as well.